Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7073952, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7073994, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4319, batch/lot number: 28093990, model/catalog description: clik x MRI anchor, unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced no stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.